Event description:
(B)(4). Had a kidney infection and went to hospital. The preformed a sonogram and found my clip is dislodged and stuck into my stomach lining. Or maybe even in my bowel. I was told to use contraception until I underwent another correction surgery. I have heavy bleeding and headaches often also have harsh pain when having intercourse.